Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7071808/7072508, UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that the patient was experiencing loss of efficacy due to spinal cord stimulator (scs lead fracture. It was also noted that the implantable pulse generator (ipg) had difficulty communicating with the remote control. The patient underwent a scs system explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.